Event description:
It was reported that an f-38 alarm occurred on a flogard infusion pump. It is unknown when the reported condition occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The actual device was evaluated at the customer site. No defect was observed during visual inspection and force sensing resistor (fsr) testing. An alarm log review was performed and was not able to confirm the reported problem. The reported condition was not confirmed. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.